Manufacturer narrative:
Retained testing, batch record review, and a complaint by lot review were performed. Satisfactory results were observed. (B)(4).

Event description:
Customer reported that a patient sample, later believed to be a subgroup of a, did not react with the anti-a column of the gel card. Testing with two sources of anti-a tube reagent did not react. Testing with anti-a1 lectin and a2 cells were also negative. The customer made the determination to result out this patient as being a sub group of type a and rh positive. Customer has made a notation in their computer system so that if a blood product is needed to be transfused, the patient must receive group o red cells and group ab plasma.